Event description:
The customer reported that there was drop damage to a screen. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was drop damage to a screen. No pt harm was reported. Philips is reporting this in abundant caution as we were unable to determine if the device was accidently dropped or if the device fell during transport. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.